Event description:
Ous MDR - after an implantation period of 1 month, it was reported that during a routine post-implant follow-up, loss of right ventricular (rv) capture was exhibited during interrogation. The lead was surgically repositioned with no adverse patient effects reported. The rv lead remains implanted and in service.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.